Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6), 2026, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 on a patient with prolapsed posterior leaflet and suboptimal transseptal puncture. A mitraclip xtw (50910r1083) was inserted without issues and placed on the mitral valve. However, during deployment, difficulties removing the clip delivery system (cds) from the clip occurred. Troubleshooting was performed, the cds was able to be removed from the clip, and the clip was successfully deployed. A second clip, a mitraclip xtw (51006r1033) was inserted without issues and placed on the mitral valve. However, during deployment, difficulties removing the clip delivery system (cds) from the clip occurred. Troubleshooting was performed, the cds was able to be removed from the clip, and the clip was successfully deployed. The procedure was then completed with two clips implanted, reducing mr to trace. There were no adverse patient effects and no clinically significant delay in the procedure.